Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and diaphragmatic stimulation. A revision procedure was performed, and the helix of the lead was unable to be retracted. The lead was tested via the pacing system analyzer (psa) and impedance measurements were greater than 2000 ohms. Then it was noted that a lead perforation was confirmed via a computed tomography (CT) scan. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.